Manufacturer narrative:
An additional lot number was reported (lot#: m3839292). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 95 units of insulin. Reportedly, a new cartridge was loaded. Subsequently, the cartridge was leaking at the septum. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 272 mg/dl.